Event description:
It was reported the patient underwent a revision due to a periprosthetic fracture. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). H6 proposed component code: mechanical (g04)- stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.